Event description:
Related manufacturer reference number: 3006705815-2019-02086. It was reported that the patient underwent a full system revision. The patient had x-rays taken and it was shown that a lead was fractured. The patient had the leads explanted and replaced as well as the ipg replaced (related manufacturer reference number: 1627487-2019-06506). Effective therapy was restored post operation. It is unknown to the manufacturer which lead was fractured, therefore both leads are being reported on.